Event description:
Patient had two endeavor rx drug-eluting stents implanted in the mid lad. (MFR report# 2953200-2009-00157) patient was discharged two days after the procedure. At the 30 day follow up, the patient was asymptomatic. Approximately 6 months after the index procedure, the patient had a sudden death at home. No further information or details of the reason for death have been provided. The investigator has not assessed the relationship between the event and the device, drug/polymer or study procedure.

Manufacturer narrative:
Death.